Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the device failed a test step during testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the device failed a test step during testing. There was no harm or injury reported. The ventilator was evaluated by the third-party service center and the customer's complaint was not duplicated. The device operated and alarmed as designed.